Manufacturer narrative:
On 05/27/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system became unresponsive in the navigate step of synergy spine software. They exited the application and when they went back in were able to proceed with the surgery. No further details were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.